Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was seated properly in the sensor mount. Removed the sensor plug and inspected the assembly, contacts were properly installed and snaps were properly curled. There was no crack or damage to the sensor neck. Whiskers were observed on the ctr contacts. The complaint is confirmed to a manufacturing issue.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced an error messages and ¿replace sensor¿ after five days of wear. Caller further reported that (B)(6) 2018, while at school, customer self-presented to the school nurse due to the sensor issues. The nurse performed a blood glucose test using the school¿s meter, received an unspecified reading and treated the customer with her ¿usual¿ insulin dose. Customer¿s mother noted she did not know the actual reading obtained, but mentioned a reading of ¿721 mg/dl¿. It is unknown where or when this reading was obtained. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in device manufacture date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced an error messages and ¿replace sensor¿ after five days of wear. Caller further reported that (B)(6) 2018, while at school, customer self-presented to the school nurse due to the sensor issues. The nurse performed a blood glucose test using the school¿s meter, received an unspecified reading and treated the customer with her ¿usual¿ insulin dose. Customer¿s mother noted she did not know the actual reading obtained, but mentioned a reading of ¿721 mg/dl¿. It is unknown where or when this reading was obtained. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed on the returned puck, no external damage was observed. The puck was observed to be in state 5 (normal termination). Linearity testing, which tests the puck¿s readings accuracy, was performed on the returned puck, which passed. No damage was observed during visual inspection of the internal components of the sensor or the printed circuit board assembly (pcba). The returned sensor connector was tested in a simulated user environment (sue) and it was determined that the ¿whisker¿ did not cause interference with glucose signal. The sensor worked as intended, the complaint is not confirmed.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced an error messages and ¿replace sensor¿ after five days of wear. Caller further reported that (B)(6) 2018, while at school, customer self-presented to the school nurse due to the sensor issues. The nurse performed a blood glucose test using the school¿s meter, received an unspecified reading and treated the customer with her ¿usual¿ insulin dose. Customer¿s mother noted she did not know the actual reading obtained, but mentioned a reading of ¿721 mg/dl¿. It is unknown where or when this reading was obtained. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g-7 (follow up #) was incorrectly documented as follow up #3 in the previous MFR 2954323-2018-03580. G-6 has been correctly updated to follow up #2.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor produced an error messages and ¿replace sensor¿ after five days of wear. Caller further reported that april 12, 2018, while at school, customer self-presented to the school nurse due to the sensor issues. The nurse performed a blood glucose test using the school¿s meter, received an unspecified reading and treated the customer with her ¿usual¿ insulin dose. Customer¿s mother noted she did not know the actual reading obtained, but mentioned a reading of ¿721 mg/dl¿. It is unknown where or when this reading was obtained. No additional treatment was required. There was no report of death or permanent injury associated with this event.